Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous shunt anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres 3 times for approximately 30 seconds, the balloon ruptured. There were no dilatations at each pressure. The pressure at the rupture was 0 atmospheres. The balloon was delivered to the lesion and attempted to pressurize, but the pressure did not increase. When the device was removed to make a pressure test, a hole was found with reproductive fluid leaking. The physician states the hole was either there in the beginning or was made during preparation. The procedure was completed with another of the same device. No infection or complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous shunt anastomosis. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres 3 times for approximately 30 seconds, the balloon ruptured. There were no dilatations at each pressure. The pressure at the rupture was 0 atmospheres. The balloon was delivered to the lesion and attempted to pressurize, but the pressure did not increase. When the device was removed to make a pressure test, a hole was found with reproductive fluid leaking. The physician states the hole was either there in the beginning or was made during preparation. The procedure was completed with another of the same device. No infection or complications were reported, and the patient was in good condition post-procedure.